Event description:
Customer said her daughter put on a pod early in the morning, and noticed that after an hr bg was 320. She ate her breakfast and initiated a correction bolus, but another hr later, her bg was high. She removed the pod at this point and noticed that the needle had not retracted into the pod. She was able to activate a new pod successfully, and her bgs came down. No further issues reported. The device is being returned for eval.

Manufacturer narrative:
The returned device was evaluated for the reported problems. It was determined that the needle mechanism had fired prematurely into the needle cap due to incomplete engagement of the locking mechanism, leaving the needle tip partially extended and unable to retract. This occurred prior to the placement of the device. This defect is occurring at a low frequency; however, corrective actions have been implemented to mitigate and reduce the issue further. The prod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. This condition would be visible to the user via the viewing port upon placement if the labeling is followed. The DHR provides evidence that the lot met the acceptance level prior to release.